Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a message on the pump that indicated a cartridge change error had occurred. This occurred multiple times. The customer's blood glucose level was not impacted. The customer was to use levemir/novolog insulin to manage diabetes.